Event description:
Patient reported that their dentist recommended that they stop aligner treatment. The patient reports that their smile is misaligned and they are in need of dental work to repair what byte treatment did.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.